Event description:
The surgeon attempted to implant a lens but the haptic twisted and caught in the cartridge prior to insertion. There was no patient contact or injury. The facility stated it was unknown as to why the haptic twisted and became caught. An aq cartridge was used but the facility was unable to provide the lot number. The facility was unable to provide the model and lot number of the injector.